Event description:
Endotracheal laser-flex tube inserted into patient for tonsil when methylene blue inflated in proximal end tube - ruptured - blue all over patient. The item was tested by anaesthesis before insertion.